Manufacturer narrative:
The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that during a medical procedure the arch of the probe struck the patients bowels. Resulting in a weakening of the patients bowels. The procedure was completed successfully.

Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. Alleged failure: there was an arch or electricity that struck the patient¿s bowels. The probable root causes could be improper cleaning/sterilization methods, rapid cooling after sterilization, contact with metal tray during sterilization, or exceeded 20 uses. The reported failure mode will be monitored for future reoccurrence. Mfg date: november 29, 2015. (B)(4).

Event description:
It was reported that during a medical procedure the arch of the probe struck the patients bowels. Resulting in a weakening of the patients bowels. The procedure was completed successfully.